Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes and hyperglycemia on (B)(6) 2017 with blood glucose was 550 mg/dl. The current blood glucose is 128 mg/dl and customer's blood glucose was ranging between 200 to 400 mg/dl and little higher depending and can do 200 to 500 mg/dl and was 495 mg/dl. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on the customer's report customer alleged insulin pump was under delivering. The customer trying to treat high blood glucose through bolus extra insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. However, unit received with corroded battery tube. Unit was monitored and low battery alarms noted. Unit passed self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0878 inches. No under delivery anomalies noted during testing. Unit received with the battery indicator functioning properly. Unit received with cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot and minor scratches on lcd window.